Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that they were unable to connect the one-step pacing cable to the device. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device's one-step pacing cable was not returned to zoll medical corporation; instead, the customer submitted pictures of the cable for evaluation. Our evaluation of the pictures confirmed the customer report. The malfunction was attributed to a broken connector. Analysis for reports of this type has not identified an increase in trend.